Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's battery site would get hot while recharging, and the area of the reported discomfort was the pocket. It was reviewed that the patient should not lay or sit on the antenna, and that they should charge for shorter periods of time. A spacer was sent to resolve the issue. It was also reported that the patient's ins did not work as well when it reached below 50%. It was reviewed that the ins battery % should not affect therapy effectiveness. A manufacture rep noted that they thought this did not have anything to do with battery % but was user error by the patient. The rep set up adaptive stimulation and thought that this resolved the issue. No further complications were reported.